Event description:
It was reported that high, out of range pacing lead impedance was observed during a clinic check. On (B)(6) 2017, the lead was capped and replaced due to lead fracture. The patient was in good condition before, during, and after surgery.